Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer complaint that the programmer powered up to an error code and noted that it then booted to a different error code indicating system test failure. The nylon standoff was replaced and the link electronic module board was reseated and calibrated. Analysis also noted that the latch tab had broken off the power cord door and that the printer drawer paper guide was missing and both were replaced. (B)(4).

Event description:
It was reported that the programmer was non-functional, that the screen appears with a "system test failure" error and the programmer does not advance beyond this screen. The programmer was returned for service. There was no patient involvement.